Event description:
Customer called on (B)(6) 2011 reporting that their cap piercer was leaking again on a unicel dxc 600i synchron access clinical system. Customer stated that fluid did not leak into the samples or racks and that no contamination was involved. Customer mentioned that this issue had also occurred a month prior and field service engineer (fse) was dispatched to fix the issue. Customer noted that no injury was reported and that he was wearing proper personal protective equipment to stop the instrument and wipe off the blade area. Customer also noted that no erroneous patient results were generated as a result of this incident and had requested service to return. Fse was dispatched and had found a small piece of cap piercer blade when he removed and examined the wash block. Fse noted that the piece of blade was not allowing the wash block to seal properly and that fluid was escaping out the top of the wash block. Fse proceeded to remove the piece of blade and was able to prime the wash block without leaks and overflows. Repair was then verified per established procedures.

Manufacturer narrative:
(B)(4).